Event description:
Dexcom was made aware on 08-02-2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. It was reported that the patient experienced a skin reaction with redness, burning, and pain under the entire patch area which occurred the day the sensor had been inserted into the abdomen. The skin was prepped with an alcohol wipe prior to insertion. A photo of the skin reaction in the complaint record was reviewed. The skin reaction was confirmed and is consistent with similar skin reactions previously assessed and known to occur from the sensor patch adhesive. The photo shows the current skin reaction as well as, what appears to be other skin reactions from older sensor sites in various stages of healing. The patient went to the emergency room (ER) because she was experiencing pain at the sensor insertion site. She was prescribed bacitracin topical ointment and oral cephalexin as treatment. The patient was discharged home the same evening. The patient stated the skin reaction was "still hurting" at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).